Event description:
The facility representative contacted baxter on 29 october 2009 to report that a colleague cx triple channel volumetric infusion pump had a blown fuse behind the display that caused smoke from uim board. The event occurred during biomedical testing in the biomedical shop. There is no adverse event, patient injury or medical intervention associated with this report.

Event description:
On (B) (6) 2010 product surveillance contacted the hp peritoneal dialysis nurse (pdn) regarding the previous low drain volume alarm with the additional report of cramping and fibrin. It was discovered during this call that the patient had peritonitis. This MDR is for the peritonitis. The hp had been having catheter issues. Per the nurse starting in (B) (6) 2010, the patient started becoming constipated and started developing issues with draining. Per the nurse, this issue was not due to overfill but rather due to the patient being constipated and not being able to drain. The patient was instructed to use laxatives to relieve the constipation. On (B) (6) 2010, the patient was diagnosed with peritonitis. On that date, a peritoneal effluent culture and analysis were drawn. The nurse did not have the results but knew that the culture grew a gram negative organism. On (B) (6) 2010, the patient began treatment with ampicillin. On (B) (6) 2010, the patient was switched to back to hemodialysis due to the fact that he was not draining. In addition, because the patient's pd catheter was not working and was not draining it was pulled out. The nurse stated a repeat peritoneal effluent culture was taken on (B) (6) 2010 and the same gram negative organism that grew from the first culture, grew on this culture as well. On (B) (6) 2010, the ampicillin was discontinued and the patient was switched to a different antibiotic. On (B) (6) 2010, the patient was discharged home. Per the nurse, the patient will remain on hemodialysis permanently, the nurse clarified that the patient's last pd treatment was attempted on (B) (6) 2010. Per the nurse, at the time of this report, all of the events the patient had experienced in regards to cramping, trouble breathing, complaint of abdomen being solid and pulling were resolved. The event of peritonitis and low grade fever were considered to be resolved at the time of this report. There were no allegations against any baxter products regarding the constipation or peritonitis.

Manufacturer narrative:
(B) (4) there is a CAPA investigation associated with this report. (B) (4) the pump will be sent back to baxter for an evaluation. A follow-up report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B) (4)in the initial medwatch report, CAPA (B) (4), and (B) (4), were incorrectly referenced to this report. There are not CAPA or fca numbers associated with this report.